Event description:
This 74 year old male pt underwent implantation of a penile prosthesis on 4/12/89. This implant functioned well until this year. On evaluation, it was noted that the left inflatable cylinder inflated only modestly and the right was totally nonfunctioning. On 6/8/94, the pt underwent removal of the existing prosthesis and implantation of an inflatable penile prosthesis.